Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that resistance was met while filling the cartridge. Another cartridge was used and filled. Blood glucose was 55 mg/dl.